Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 220ml/hr and 110ml and the pump tested in specification as follows 1st test: 112ml or 102% of expected volume; 2nd test: 113ml or 103% of expected volume; 3rd test: 113ml or 103% of expected volume. Log review shows on (B)(6) 2015 and 10:24am an infusion start of 220ml/hr. At 10:55am infusion was stopped in kvo with a volume infused of 110ml. At 11:34am an infusion start of 220ml/hr. At 11:47am an air alarm stopped the infusion with a volume infused of 48.8ml. At 12:30am an infusion start of 220ml/hr. At 12:43am an air alarm stopped the infusion with a volume infused of 49.3ml. No further infusions took place. Based upon the results of the investigation, the pump operated as intended and no specific conclusion can be drawn as to the cause ot the reported event. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: over infusion. Pump set to deliver invanz over 1/2 hour, delivered in 10 to 15 minutes. No patient injury.

Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.